Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2012 (B)(6). Product type catheter (B)(4).

Event description:
It was reported, the patient got very drowsy and was admitted to the hospital. A dye study was done as they wanted to make sure that the patient did not have a granuloma, but the catheter looked fine on the study. The dye study was normal. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.